Event description:
It was reported that the pt underwent a total right hip arthroplasty on (B)(6) 2009. The pt developed a big cyst due to hypersensitivity to the metal on metal pairing and was revised on (B)(6) 2011.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A tissue reaction like a pseudotumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction leaflet for endoprosthesis ((B)(4)). Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, in amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).